Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call is not functioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right siderail nurse call membrane switch damaged. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right siderail nurse call membrane switch to resolve the issue. Based on this information, no further action is required.